Manufacturer narrative:
Sensor 3mh003x1txm has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the sensor plug assembly, a cracked sensor neck was observed, which is indicative of an insertion failure. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. The issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Additional information sections d-3 (email) and g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Event description:
A customer reported the error message, "wait 10 minutes/replace sensor," when scanning the adc freestyle libre 2 sensor using librelink. As a result of not obtaining a glucose value, on (B)(6) 2020, the customer experienced tremors, blurred vision, sweats drowsiness, and difficulty speaking and was unable to treat themselves. The customer was provided an injection of glucagon for treatment by a non-hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "wait 10 minutes/replace sensor," when scanning the adc freestyle libre 2 sensor using librelink. As a result of not obtaining a glucose value, on (B)(6) 2020, the customer experienced tremors, blurred vision, sweats drowsiness, and difficulty speaking and was unable to treat themselves. The customer was provided an injection of glucagon for treatment by a non-hcp. There was no report of death or permanent injury associated with this event.